Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, the customer was getting a repeated-recoverable error 23087 on universal surgical manipulator (usm) 4. A technical support engineer (tse) reviewed onsite logs which showed an error 23087 on usm 4. Staff rebooted the system and it came up with the 23087 error again. Tse instructed staff to disable usm 4. Staff proceeded with a 3 usm setup. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode because error 23087 on insertion was triggered during testing. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, carriage switches, fiber, light emitting diode (led) brightness, direction, insertion buttons and check cannula tests but failed friction speed high, sine cycle and advanced brake all on insertion axis. Root cause of this failure is attributed to component failure.